Event description:
It was reported that the programmer screen was black, that it would not turn on. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer screen was black, that it would not turn on. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm or reproduce the customer experience of the programmer screen being black and unable to be turned on. Analysis did determine that there were signs of moisture on the link electronic module (lem) and that it appeared to have entered where the head connector was in the case. An incoming test indicated a problem with the lem and it was therefore replaced and calibrated. Analysis also found missing hinge plate screws and that the lower case was worn and both were replaced. Concomitant product: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.